Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During eval, the vibratory alarm failure was confirmed and an intermittent auditory alarm failure was observed. Investigation revealed damage to the piezo solder bridge and a misaligned vibrational motor.

Event description:
It was reported that the audible tones and vibrations were not emitted during auto-off alarms. A family member noted that she did not hear an audible tone when expected. She tested the pump and found that both auditory and vibratory alarms were not available. She stated that the pt revealed that he was aware of the issue for at least one month, but did not inform her. The family member reviewed the alarm history and noted that auto-off alarms were emitted several times during the week between christmas day and new years day. She mentioned that the pt awoke several mornings with pump not delivering insulin and experienced blood glucose of 305mg/dl with no symptoms of hyperglycemia and no need for medical intervention. The family member reported that the only missed alarms that affected insulin delivery since the issue began were the auto-off alarms.